Manufacturer narrative:
(B)(6). The actual device was received for evaluation. The sample was returned to the plant containing 42 ml of fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused; approximately 50% remained in the device after the expected therapy time of 48 hours. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.